Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was treated by the paramedics today due to a low blood glucose reading of 53 mg/dl. The customer stated that she may have over bolused. The customer stated that she had an appointment with her healthcare professional to review her current insulin pump settings. Nothing further was reported.